Event description:
It was reported that the system displayed an a/d channel 8 failure. This error may prevent the system from booting up or lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted and connectors were reseated during the svc call. The system was tested and found to be working as intended and placed back into svc.